Event description:
One of the leading proctors, professor together with dr. Had implanted the 22mm asd in a pt. However, the following day professor found that the device implanted had been dislodged out of position and embolism had formed. The pt had to be operated on to remove the device.